Manufacturer narrative:
Unit received with missing segment due to cracked and bleeding lcd glass. Pump received with pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump case and display window worn and damaged. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.